Event description:
It was reported that during implantation a petrosectomy was performed which was sealed with fat and the external auditory canal was closed. In (B)(6) 2014, this started to suppurate, the external auditory canal was opened and the fat and the implant were exposed. Explantation is planned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.